Event description:
On friday, (B)(6) 2015, I nicked myself shaving. I first used a band-aid brand bandage to cover the wound. The next evening, I had begun to bleed again, so I grabbed another bandage. This time an up & up antibacterial sheer bandage (target brand.) I did not use any other products. I went to bed shortly thereafter. When I woke up this morning, my leg was tender in that spot. When I removed that bandage, I had a very red and painful spot, the exact shape and size of the bandage. I had my husband take a look at it and he says it looks like a chemical burn. I couldn't even touch it without a tremendous amount of pain. I have to keep it covered and any pressure is painful. I have no known allergies.